Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There were no reports of patient injury. The procedure was completed by withdrawing the device and applying manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked onto the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. The indicator wire loop was visible upon removal and showed no anomalies. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s body mass index was not greater than 40. The physician was certified on exoseal vcd use. There was no visible device or package damage prior to use. A non-cordis short sheath was used. The device was stored and prepared per the instructions for use. The femoral artery access site was verified by angiography with a 30¿45° insertion angle and vessel diameter =5 mm. No visible calcium, plaque, tortuosity, stent, or stenosis >50 % was present, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18443691 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There were no reports of patient injury. The procedure was completed by withdrawing the device and applying manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked onto the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. The indicator wire loop was visible upon removal and showed no anomalies. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s body mass index was not greater than 40. The physician was certified on exoseal vcd use. There was no visible device or package damage prior to use. A non-cordis short sheath was used. The device was stored and prepared per the instructions for use. The femoral artery access site was verified by angiography with a 30¿45° insertion angle and vessel diameter =5 mm. No visible calcium, plaque, tortuosity, stent, or stenosis >50 % was present, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.